Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, inspection the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon power up. User was unable to clear the ua 7 error message. No patient involvement.